Manufacturer narrative:
Further information regarding the event, device details, implanting and explanting physician/institution details will be requested from the reporter. Reason for reoperation: rupture.

Event description:
Healthcare professional has reported, a leaking prothesis. Device status and affected side is unknown.